Event description:
Acct. Reports leaking from the area where the tubing enters the top of the cap of the hand pump. In addition, noted leaking from around the top cap of the hand pump. No pt injury reported, but it creates a mess in the or. 11/19/99 additional info: states having "pinhole" leaks from the handpump.